Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 473 mg/dl. The customer experienced symptoms such as nausea. Customer stated that she has not felt well lately, but has not had cold or anything lately, no lifestyle changes. Customer treated for high blood glucose with manual injection took 7unit. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Based on customer report proceeding in t/s per customer alleging possible pump under delivery customer is not calling back to perform an high pressure test. The pump will be returned for analysis.